Event description:
It was reported the device patient alert tones triggered. There were non-sustained ventricular episodes with intervals of 120-130 ms with no underlying rhythm and 172 sics. A possible device header issue discussed. It was also reported the right ventricular and left ventricular pace/sense leads were reversed during the recent device change-out. Additional information received indicated that reprogramming changes were made and the device and leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.